Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, suture keeps breaking 1 inch from the needle. Surgeon opened another suture to complete the case. No patient injury.